Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported bilateral rupture. This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has a broken shell, more than three openings, missing shell, black particles, wear abrasion and creases were found on the shell . A weight test of the device was verified as within specification. A microscopic analysis was performed which identified more than three striated openings and nicks. Based on the device analysis the final assessment is: - a striated edge on the anterior side broken due to surgical damage. - more than three openings striated assessed as surgical damage. - nicks scratch like assessed as surgical tool damage. - missing shell assessed as inconclusive.

Event description:
Physician reported bilateral rupture. This record is for left side. The device has been explanted.